Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2018 with the following findings: the display lens was cracked. The display screen was fully illuminated. There was evidence of moisture in the battery compartment. There was a leak found due to damage to the battery compartment. Further moisture corrosion was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was cracked and moisture was present. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with the complaint.